Event description:
Experiencing pain and when she put her foot on the ground to start walking, she feel a burning sensation in her knee [injection site joint pain] ([device ineffective]). Case narrative: initial information received on 06-mar-2025 regarding an unsolicited valid non-serious case received from the patient. The case was upgraded to serious upon receipt of follow up information on 06-mar-2025. This case is cross linked to (B)(4) (multiple device suspect used for the same patient; same patient left knee). This case involves a 81-year-old female patient who when put her foot on the ground to start walking, she feel a burning sensation in her knee after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. The patient's underlying medical conditions included right knee pain and was hardly able to walk. On (B)(6)2024, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) (strength: 48mg/6ml) injection in right knee (initial) at a dose 6 ml at unknown frequency via intra-articular for osteoarthritis. Patient reported that since then she had no effects. It was reported that before the initial injection the patient informed herself and inquired about synvisc one as she was experiencing pain and was hardly able to walk. She also reported that when she put her foot on the ground to start walking, she was feeling a burning sensation in her knee and was currently walk with a walker (injection site joint pain, onset and latency: unknown, seriousness: disability). It was reported that she had another injection in the left knee about a month ago as her left knee was compensating for the right and was in pain. Last month (in (B)(6) 2025) she had an infiltration in her left knee, due to the fact that she was putting too much pressure on it and due to overexertion. She asked how come there was no effect with synvisc-one/lack of efficacy (device ineffective) (onset and latency: unknown), was inquiring as to how long it would be to take effect after she receiving synvisc one and should she ask her doctor for an injection into my right knee as well. Patient reported she did not have osteoarthritis in her left knee and did not have any pain in the left knee prior to the compensation. She was now experiencing pain in both knees. She mentioned nothing had changed since the injections (with unknown batch number and expiry date). Information on batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable. Corrective treatment: using a walker for injection site joint pain. Outcome: not recovered. Seriousness criteria: disability for injection site joint pain. A product technical complaint (ptc) was initiated on (B)(6) 2025 for synvisc one (batch number and expiry date: unknown) with global ptc number: (B)(4). Ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Investigation: the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis complaint handling to determine if a CAPA (corrective and preventive action) was required. The final ptc was completed on (B)(6) 2025 with summarized conclusion as no assessment possible. Additional information was received on 06-mar-2025 from the patient. Upon internal review the case was initially assessed as non-serious upgraded to serious. Clinical course was updated and text amended accordingly. Additional information was received on 17-mar-2025 from quality department. Ptc results added. Text amended accordingly.

Event description:
Experiencing pain and when she put her foot on the ground to start walking, she feel a burning sensation in her knee [injection site joint pain] ([device ineffective]). Case narrative: initial information received on 06-mar-2025 regarding an unsolicited valid non-serious case received from the patient. The case was upgraded to serious upon receipt of follow up information on 06-mar-2025. This case is cross linked to (B)(4) (multiple device suspect used for the same patient; same patient left knee). This case involves a 81-year-old female patient who when put her foot on the ground to start walking, she feel a burning sensation in her knee after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. The patient's underlying medical conditions included right knee pain and was hardly able to walk. On (B)(6) 2024, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) (strength: 48mg/6ml) injection in right knee (initial) at a dose 6 ml at unknown frequency via intra-articular for osteoarthritis. Patient reported that since then she had no effects. It was reported that before the initial injection the patient informed herself and inquired about synvisc one as she was experiencing pain and was hardly able to walk. She also reported that when she put her foot on the ground to start walking, she was feeling a burning sensation in her knee and was currently walk with a walker (injection site joint pain, onset and latency: unknown, seriousness: disability). It was reported that she had another injection in the left knee about a month ago as her left knee was compensating for the right and was in pain. Last month (in (B)(6) 2025) she had an infiltration in her left knee, due to the fact that she was putting too much pressure on it and due to overexertion. She asked how come there was no effect with synvisc-one/lack of efficacy (device ineffective) (onset and latency: unknown), was inquiring as to how long it would be to take effect after she receiving synvisc one and should she ask her doctor for an injection into my right knee as well. Patient reported she did not have osteoarthritis in her left knee and did not have any pain in the left knee prior to the compensation. She was now experiencing pain in both knees. She mentioned nothing had changed since the injections (with unknown batch number and expiry date). Information on batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable. Corrective treatment: using a walker for injection site joint pain. Outcome: not recovered. Seriousness criteria: disability for injection site joint pain. A product technical complaint (ptc) was initiated on (B)(6) 2025 for synvisc one (batch number and expiry date: unknown) with global ptc number: (B)(4). Ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Investigation: the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis complaint handling to determine if a CAPA (corrective and preventive action) was required. The final ptc was completed on (B)(6) 2025 with summarized conclusion as no assessment possible. Additional information was received on 06-mar-2025 from the patient. Upon internal review the case was initially assessed as non-serious upgraded to serious. Clinical course was updated and text amended accordingly. Additional information was received on 17-mar-2025 from quality department. Ptc results added. Text amended accordingly. Based on the data previously received, the ptc results updated. Text amended accordingly.

Event description:
Experiencing pain and when she put her foot on the ground to start walking, she feel a burning sensation in her knee [injection site joint pain] lack of efficacy/nothing has changed since the injection [device ineffective]. Case narrative: initial information received on 06-mar-2025 regarding an unsolicited valid non-serious case received from the patient. The case was upgraded to serious upon receipt of follow up information on 06-mar-2025. This case is cross linked to (B)(6) (multiple device suspect used for the same patient; same patient left knee). This case involves a 81 years old female patient who when put her foot on the ground to start walking, she feel a burning sensation in her knee after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. The patient's underlying medical conditions included right knee pain and hardly able to walk. On (B)(6) 2024, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) (strength: 48mg/6ml) injection in right knee (initial) at a dose 6 ml at unknown frequency via intra-articular for osteoarthritis. Patient reported that since then she had no effects. It was reported that before the initial injection the patient informed herself and inquired about synvisc one as she was experiencing pain and was hardly able to walk. She also reported that when she put her foot on the ground to start walking, she was feeling a burning sensation in her knee and was currently walk with a walker (injection site joint pain, onset and latency: unknown, seriousness: disability). It was reported that she had another injection in the left knee about a month ago as her left knee was compensating for the right and was in pain. Last month (in (B)(6) 2025) she had an infiltration in her left knee, due to the fact that she was putting too much pressure on it and due to overexertion. She asked how come there was no effect with synvisc-one/lack of efficacy (device ineffective) (onset and latency: unknown), was inquiring as to how long it would be to take effect after she receiving synvisc one and should she ask her doctor for an injection into my right knee as well. Patient reported she did not have osteoarthritis in her left knee and did not have any pain in the left knee prior to the compensation. She was now experiencing pain in both knees. She mentioned nothing had changed since the injections. Information on batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for both events. Corrective treatment: using a walker for gait disturbance and not reported for injection site joint pain. Outcome: not recovered for both the events. Seriousness criteria: disability for injection site joint pain. Additional information was received on 06-mar-2025 from the patient. Upon internal review the case was initially assessed as non-serious upgraded to serious. Clinical course was updated and text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2025: this case involves (B)(6) years old female patient who was walking with a walker due to injection site joint pain after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, causal role of company suspect device could not be ruled out for the occurrence of reported event. However, patient's underlying condition of osteoarthritis, right knee pain and hardly able to walk could be the confounding factors. Further, a better description including information on personal and family history if any, information on specific relevant lab details, past treatments and concomitant medications is currently missing. The case will be reassessed based on follow-up information that will be received.

Event description:
Experiencing pain and when she put her foot on the ground to start walking, she feel a burning sensation in her knee [injection site joint pain] ([device ineffective]). Case narrative: initial information received on (B)(6) 2025 regarding an unsolicited valid non-serious case received from the patient. The case was upgraded to serious upon receipt of follow up information on (B)(6) 2025. This case is cross linked to (B)(4) (multiple device suspect used for the same patient; same patient left knee). This case involves a 81-year-old female patient who when put her foot on the ground to start walking, she feel a burning sensation in her knee after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. The patient's underlying medical conditions included right knee pain and was hardly able to walk. On (B)(6) 2024, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) (strength: 48mg/6ml) injection in right knee (initial) at a dose 6 ml at unknown frequency via intra-articular for osteoarthritis. Patient reported that since then she had no effects. It was reported that before the initial injection the patient informed herself and inquired about synvisc one as she was experiencing pain and was hardly able to walk. She also reported that when she put her foot on the ground to start walking, she was feeling a burning sensation in her knee and was currently walk with a walker (injection site joint pain, onset and latency: unknown, seriousness: disability). It was reported that she had another injection in the left knee about a month ago as her left knee was compensating for the right and was in pain. Last month (in (B)(6) 2025) she had an infiltration in her left knee, due to the fact that she was putting too much pressure on it and due to overexertion. She asked how come there was no effect with synvisc-one/lack of efficacy (device ineffective) (onset and latency: unknown), was inquiring as to how long it would be to take effect after she receiving synvisc one and should she ask her doctor for an injection into my right knee as well. Patient reported she did not have osteoarthritis in her left knee and did not have any pain in the left knee prior to the compensation. She was now experiencing pain in both knees. She mentioned nothing had changed since the injections (with unknown batch number and expiry date). Information on batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable. Corrective treatment: using a walker for injection site joint pain. Outcome: not recovered. Seriousness criteria: disability for injection site joint pain. A product technical complaint (ptc) was initiated on (B)(6) 2025 for synvisc one (batch number and expiry date: unknown) with global ptc number: (B)(4). Ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Investigation: the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis complaint handling to determine if a CAPA (corrective and preventive action) was required. The final ptc was completed on (B)(6) 2025 with summarized conclusion as no assessment possible. Additional information was received on 06-mar-2025 from the patient. Upon internal review the case was initially assessed as non-serious upgraded to serious. Clinical course was updated and text amended accordingly. Additional information was received on 17-mar-2025 from quality department. Ptc results added. Text amended accordingly. Based on the data previously received, the ptc results updated. Text amended accordingly.